Event description:
During review of the event history log system error 105 was observed. This suggests a device malfunction. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the motor mount screws were failing. These failed screws were determined to cause the system error 105 alarms. The failed motor assembly and screws were replaced.